Event description:
It was reported that the stent fractured, requiring surgery for removal. The target lesion was located in the moderately tortuous and moderately calcified mesenteric artery. A 6.0mmx18mmx90cm express sd renal/biliary stent balloon expandable was advanced for balloon angioplasty and stent procedure. During the procedure, the physician used an 6f x 45cm angled non-boston scientific (bsc) introducer sheath as a protection in the right common femoral artery to expose the stent. Upon doing so, the stent balloon pulled back. When advancing forward, the stent abruptly released from the balloon shaft. The stent remained undeployed over the non-bsc wire distally. The physician deployed a single loop snare to remove the distal end of the wire and stent. Then, attempted to remove the stent through the 6f non-bsc sheath but without success. The physician then inserted an 8f x 45cm non-bsc sheath in the left common femoral artery to approach from the other side and remove it through a larger sheath. A three-loop snare from the left common femoral artery was inserted and then snared the stent, but then again it was unsuccessful. The physician decided to use an 8x39cm non-bsc stent to cover the express sd stent to the left common iliac. A portion of the right-side snare became stuck to express sd stent and wire tacked down by the non-bsc stent. When pulling back to remove the wire and snare from the right, a portion of the express sd stent remained stuck to the snare and wire. The distal end of the wire and express sd stent broke free. The portion that connects the snare was attempted to be removed through the right common femoral artery access site. Then the portion of the stent that broke free after the 8x39cm non-bsc stent deployment were visible under fluoroscopy and stuck on the access site. This case was not flow-limiting, but an open surgery was done to remove the portion of the wire and stent struts. The patient experienced blood loss. The patient is expected full recovery.

Manufacturer narrative:
D2b pro code (product code): fge, nin. G4 premarket / 510(k) #: k152607, k162404, p060006.

Event description:
It was reported that the stent fractured, requiring surgery for removal. The target lesion was located in the moderately tortuous and moderately calcified mesenteric artery. A 6.0mmx18mmx90cm express sd renal/biliary stent balloon expandable was advanced for balloon angioplasty and stent procedure. During the procedure, the physician used an 6f x 45cm angled non-boston scientific (bsc) introducer sheath as a protection in the right common femoral artery to expose the stent. Upon doing so, the stent balloon pulled back. When advancing forward, the stent abruptly released from the balloon shaft. The stent remained undeployed over the non-bsc wire distally. The physician deployed a single loop snare to remove the distal end of the wire and stent. Then, attempted to remove the stent through the 6f non-bsc sheath but without success. The physician then inserted an 8f x 45cm non-bsc sheath in the left common femoral artery to approach from the other side and remove it through a larger sheath. A three-loop snare from the left common femoral artery was inserted and then snared the stent, but then again it was unsuccessful. The physician decided to use an 8x39cm non-bsc stent to cover the express sd stent to the left common iliac. A portion of the right-side snare became stuck to express sd stent and wire tacked down by the non-bsc stent. When pulling back to remove the wire and snare from the right, a portion of the express sd stent remained stuck to the snare and wire. The distal end of the wire and express sd stent broke free. The portion that connects the snare was attempted to be removed through the right common femoral artery access site. Then the portion of the stent that broke free after the 8x39cm non-bsc stent deployment were visible under fluoroscopy and stuck on the access site. This case was not flow-limiting, but an open surgery was done to remove the portion of the wire and stent struts. The patient experienced blood loss. The patient is expected full recovery. It was further reported that there was no bleeding due to vessel trauma. The bleeding occurred with the surgical procedure to remove the stent fragment. The access site had to be enlarged and surgical cut down to remove stent fragment.

Manufacturer narrative:
D2b pro code (product code): fge, nin. G4 premarket / 510(k) #: k152607, k162404, p060006. H6 patient code and impact code updated.